Event description:
It was reported that during im nail hip procedure, drill stop was slipping on tfn 6.0/10.0 stepped cannulated drill bit. Monitored on x-ray to be sure drill did not penetrate too far. It was not necessary to change instruments. Procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the drill stop shows normal signs of wear. There are some signs of slight wear on the internal drill stop plunger. When put on the tfn stepped drill, the problem could be duplicated in one direction (when looking at the etch, the drill stop slips when pulled to the right). Similar complaints have been submitted in the us as well as the EU. The EU pd team investigated this occurrence in the a2fn system (not available in the u.s.). The designs of the a2fn, lfn, and tfn drill stops and reamers are the same, aside from dimensional differences due to the size of the reamers. During this investigation, it was concluded that the drill stop slippage can be caused by the following factors: long term wear of the drill stop locking plunger; acute wear of the drill stop locking plunger; and oversize chamfer on the external edge of the grooves in the reamer. Upon evaluation of the returned parts, it was noticed that there was wear on the edge of the internal locking plunger (looking into the drill stop from the right side, with respect to the part number etch). When duplicating the reported complaint, the drill stop only slipped when inserted in the direction of the worn locking plunger edge. When the drill stop was inserted in the opposite direction, slippage did not occur. The locking plunger material of tfn drill stop was changed to a harder material ((B)(4)) in 2002 to prevent any acute wear issues. Per the lot number (4965436), this part was received in (B)(4) and sold in 2005. Since this drill stop was made after 2002, the locking plunger was made of the harder (B)(4). Because the drill stop locking plunger is made from (B)(4), has been in use for over five years, shows visible signs of wear on the locking plunger, and only slips on the reamer when used in the direction of the wear. The drill stop slipped due to wear over time. A design improvement was made to the tfn stepped drill in 2011 to increase the drill stop engagement. A drill stop wear check brochure was also created in april 2012 - j11448. The tfn technique guide has been updated to instruct the user to check the drill stop and reamer for wear before use. The manufacturing evaluation showed the drill stop (357.405) was returned assembled, with scratches and nicks on surface finish. The push button depresses and releases. Dimensions measured are with specification. However, in the past, the locking function was checked with gage gf357.403. (B)(4) currently uses functional gage gt026298. Since the gage used by (B)(4) is not available this gage was not used to check the locking function. Parts were manufactured to vendor machine drawing (B)(4). Since all relevant features could not be checked due to unavailability of gage gp357.403 this compliant is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).